Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue, c0708 - blockage identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue in air/water channel. There was no patient involvement.